Manufacturer narrative:
1. The customer returned a photo, but did not return the defective sample. The photo showed blood oozing from the end of the septum. 2. DHR/bhr review lot#: 4080076. 1. The products of this batch were assembled at intima ii auto line 4 in april 2024, and packaged at r240 package line in april 2024. Work order quantity was (B)(4) pcs. 2. The septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications. 3. The leakage test results of 400 pcs in process testing and 32 pcs in outgoing testing were within the product specifications. 4. No unqualified, deviation or rework activities in the production process. 5. The septum assembly equipment without abnormal maintenance. 3. Cause investigation: 1. 10 pcs retained samples of this batch were taken for related test: 800mm simulated clinical leakage test. The test results showed that no leakage was found at the septum. Please refer to the attachment for the test reports. 2. The plant has launched CAPA to further investigate the root cause. Conclusion(s): no abnormality was found in the production process, all the test results were within the requirements of the product specifications. The returned photo showed blood oozing from the end of the septum. In response to this defect, the plant has launched CAPA to trace and investigate its root cause.

Event description:
Customer provided the following information: 1. The equipment was not damaged during use. 2. The equipment was not punctured multiple times. 3. The equipment was used to inject liquid. 4. The leakage was at the isolation plug. 5. The sample has been treated harmlessly. No additional information provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 20gax1.16in prn/ec slm leakage at septum. The operating room nurse found saline mixed with blood oozing from the location of the isolation plug after puncturing the patient's vein, explained and apologized to the patient, and re-performed the venipuncture.